Event description:
It was reported that the entire pump system was explanted due to infection. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information: patient signs/symptoms included redness, incisional wound opening, pocket erosion, drainage and pain. Primary location of the infection was the device pocket. No culture was done. Treatment included both IV and oral antibiotics. Infection resolved and there was no drug withdrawal. Date of onset/diagnosis of infection was noted as (B)(6) 2011; date of last refill was (B)(6) 2011. Drugs infused via the device were noted as "other intrathecal drugs."

Manufacturer narrative:
Catheter model: 8709sc, serial #: (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2011.